Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Rest of accessory (forceps) stuck in operation channel. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the side body cover broken. Based on the result, we concluded that it was caused due to the excessive force applied on the body cover. In addition, we confirmed that the ift coating damage, the lcb broken, the remote button cut and the air/water nozzle loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.